Event description:
It was reported that a cgm error 42 occurred with the pump. There was no adverse impact to the customer's blood glucose level. The customer was guided through a pump reset by technical support, but the error persisted. A replacement pump was sent.